Event description:
Customer reports arterial line "stopped working" less than 48 hours post op. The line was placed in the or and patient moved to cvicu post surgery. No further details were available about how the device stopped working. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports arterial line "stopped working" less than 48 hours post op. The line was placed in the or and patient moved to cvicu post surgery. No further details were available about how the device stopped working. No patient harm was reported. The patient's condition was reported as fine.